Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Complaint#: (B)(4).

Event description:
Customer reported on (B)(6) 2014 to the distributor that one of the circuits that had been primed and kept in their work area leaked when they attempted to recirculate it prior to using on a patient. The leak occurred in a arterial line connector then popped off a connector just proximal to the oxygenator. During an inspection visit on (B)(6) 2014, the occurrence could not be reproduced by the distributor.